Manufacturer narrative:
Concomitant medical: product ID 8709, lot# l63762, implanted: 1999-(B)(6), product type catheter. (B)(4): final analysis of the pump found shorting across the insulator of the motor feedthrough.

Event description:
It was initially reported that the pump critical alarm sounded on the date of this report at around 4:24. Upon interrogation it was noted that the pump was in safe state, a low battery reset had occurred. Healthcare provider (hcp) indicated that patient had severe ¿c.p.¿, had had spinal surgery for scoliosis, had severe spasticity, pain and was in a wheelchair; patient had had recurring ¿uti's¿ and was in the hospital on (B)(6) 2014. Patient also had increased pain so the pump dose was increased 6% and patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2014 hcp was able to program the pump out of safe state and schedule a bolus. However, as soon as the pump was updated with the new programming it went back into safe state, low battery reset. The pump was reprogrammed a second time to simple continuous mode and the patient was admitted back to the hospital. Two hours after programming to simple continuous another alarm was heard though there was nothing in the pump logs to reflect it. It was also noted that the patient needed a urinary diversion and ileostomy and had been consulting with a plastic surgeon to move the pump, they want to move the pump out of the way up to the chest wall. Patient was receiving intrathecal lioresal 1 ,960mcg/ml, 1,058mcg/day; intrathecal clonidine 400mcg/ml, 216mcg/day; intrathecal morphine 9mg/ml, 4.8mg/day. It was later reported that patient began experiencing withdrawal symptoms with altered mental status and the pump was replaced on (B)(6) 2014. Reporter questioned battery depletion. Additional information received later indicated that per hcp, pump began alarming early friday morning i.e. (B)(6) 2014 and that he would interrogate it and it would "restart" pump and silence alarms briefly. It was turned to minimum rate by hcp and patient was later restarted at 1000 mcg/ml of the drug. It was further added that they also changed the pump pocket; it was now placed in left pectoral area. The patient was doing much better following replacement and was receiving effective therapy.

Event description:
Additional information was received. It was indicated that the pump went into safe state following a low battery reset two times on (B)(6). Upon accessing the pump logs, it was seen that there had been a blank log entry that occurred within the same minute as another transition into safe state. It was also noted that a low reservoir alarm had triggered on (B)(4). The drug used in the pump was indicated to be lioresal in combination with morphine powder and custom-compounded clonidine. At the time of report, the intrathecal baclofen treatment was ongoing with the patient¿s new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l63762, implanted: (B)(6) 1999, product type: catheter. (B)(4).